Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred during the load process. Additionally, it was reported that when the cartridge was being filled, insulin leaked as the needle was removed from the septum. The user successfully loaded new cartridge. The user's blood glucose level was 120 mg/dl.